Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during an attempted implant, the atrial port setscrew would not lock down. An alternate screw driver was used, however the setscrew would not tighten accordingly. The device was removed and a new device implanted successfully. No patient complications have been reported as a result of this event.